Event description:
The customer reported that their acuity central station was operating. When they connected patients to beds 18 and 21, the acuity system showed two tiles, or patient windows. Both tiles 18 and 21 contained patient waveforms and details from the patient in bed 18. Rebooting system restored normal operation. Patient bedside monitors would continue to function during the episode. There was no patient harm associated with this episode. The customer did not provide any patient information beyond nothing the bed number of the patient and date of occurrence.

Manufacturer narrative:
MFR's eval summary: the device is an installed centralized patient monitoring system that utilizes a (B) (4) central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. The customer reported that their acuity central station was operating. When they connected patients to beds 18 and 21, the acuity system showed two tiles, or patient windows. Both tiles 18 and 21 contained patient waveforms and details from the patient in bed 18. Investigation proceeded by analysis of the subject device's internal log files which confirmed the customer's allegation. The customer noticed the problem and rebooted the acuity system to restore normal operation. The bedside monitor in room 21 continued to monitor patient vital signs during the episode. The bedside monitor would have alarmed any heart rate alarms had they occurred. There was no patient harm. Engineering investigation of this anomaly found a problem exists in one version of acuity software. The problem only occurs when patients are connected and disconnected before final connections are established. Engineering has resolved the anomaly of two or more patient windows containing the same information in the latest acuity software release.